Manufacturer narrative:
(B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of DHR revealed no production issues at the time of manufacturing of the complained lot. The defective device was not returned for examination. The root cause of this complaint cannot be clearly determined based on unavailable defective device and provided information from the customer. As the root cause of this complaint was not determined, no corrective/preventive actions in production are deemed necessary to introduce.

Event description:
It was reported that: during a laparoscopy for an ectopic pregnancy, the memobag (200 ml) was used by the doctor to remove the specimen from the body. He inserted the memobag through the trocar. The medical staff was not able to observe the bag inside the abdomen visually, as if the bag did not open as usual. The medical staff was not able to say if the bag was missing from the device or if the bag went in the abdomen. Patient had scanner on (B)(6) 2020 and it was observed that the bag was in the abdomen. So , there was a surgery to remove the bag.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that: during a laparoscopy for an ectopic pregnancy, the memobag (200 ml) was used by the doctor to remove the specimen from the body. He inserted the memobag through the trocar. The medical staff was not able to observe the bag inside the abdomen visually, as if the bag did not open as usual. The medical staff was not able to say if the bag was missing from the device or if the bag went in the abdomen. Patient had scanner on (B)(6) 2020 and it was observed that the bag was in the abdomen. So, there was a surgery to remove the bag.